Manufacturer narrative:
The pump had no button response due to corroded keypad traces. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery or self test. Unable to test the operating currents or verify the rf pic failed alarm due to no button response. The motor had a corroded motor home switch. The electronic assembly had moisture damage. The pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that their insulin pump alarmed with multiple radio frequency error for the past three months. The patient's blood glucose at the time of incident is unknown. Troubleshooting was not completed for the radio frequency error alarm due to the insulin pump not being present at the time of call. The insulin pump was returned for analysis.